Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said the healthcare provider (hcp) found that the patient had gangrene during an appointment at the lead site. Patient said they had the hcp remove the trial lead; the hcp waited a month before implanting the permanent system so they could heal. The patient confirmed the gangrene issue was resolved before implanting the permanent system. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.